Event description:
It was reported that the large volume pump module was observed to have burnt iui connectors. Pin 15 was melted and damaged. The device was tagged as "male iui burnt". This was observed by bd representatives during site visit. It was further reported that they frequently see burnt iui connectors. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module was observed to have burnt iui connectors. Pin 15 was melted and damaged. The device was tagged as "male iui burnt". This was observed by bd representatives during site visit. It was further reported that they frequently see burnt iui connectors. There was no patient involvement.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an burnt iui connectors was not determined because no products or device logs were returned.